Event description:
The patient experienced intermittent stimulation. The symptoms were unknown and at the neurostimulator (ins) site. While the patient was at the health care professional's office for programming her ins was being toggled on/off. She was in good condition. Additional information has been requested.

Manufacturer narrative:
(B) (4).